Manufacturer narrative:
This event occurred in grc. (B)(4).

Event description:
The customer received questionable ferritin results for one patient. Two serum samples a and b were drawn from the patient. Sample a initial result was 255.6 ng/ml. This result was unexpected by the customer and they tested sample b with a result of 12.08 ng/ml. The customer repeated both samples in cups and the results for sample a were 254.9 ng/ml and 266.3 ng/ml. The result for sample b was 11.81 ng/ml. On (B)(6) 2015, the patient was redrawn and the result was 9.58 ng/ml. This result confirmed the lower results from sample b and fit with the patient's clinical picture of generally feeling unwell. Other assays were repeated for both sample a and b and the results were very similar between the two samples. Information concerning if any result was reported outside the laboratory was requested, but was not provided. The patient was not adversely affected. The reagent lot number was 181386. The expiration date was requested, but was not provided. The field service representative checked the analyzer and did not find any issues. All tests were calibrated and controls performed without problems. A specific root cause could not be determined. Additional information for further investigation was requested, but was not provided. Contamination of sample a was possible. Based on the provided calibration and qc data, a general reagent issue was excluded.